Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the ¿319¿ error was found indicating ¿node 186 is not present at startup¿ on the usm ¿ac_xe¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the ¿319¿ error was triggered indicating fault on the ¿ac_xe¿ axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the ¿rolling loop fiber¿ was found to be failing. Once testing was completed, the ¿rolling loop fiber¿ was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to the rolling loop fiber in the usm.

Event description:
It was reported that during a da vinci-assisted surgical hemicolectomy left procedure, the customer informed the technical support engineer (tse) that the system had experienced several recoverable faults on arm 2. When calling technical support, arm number 2 was disabled. Prior to calling in they performed a power cycle, with same issue occurring. Tse could review the log and found error codes related to communication within the related instrument arm. The tse guided the customer to hard power cycle the system, with emergency power off to see if issue could be resolved, though error persisted. The customer confirmed that there was no physical damage to the arm. As they were mid-procedure, and were able to proceed with 3 arms, the tse informed caller how to stow and how to disable the arm to proceed. They were unable to move the arm using gentle force and there was a patient on the table, surgeon decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.